Event description:
It was reported that the ilet pump¿s sleep/wake button became intermittently unresponsive, with the user fully covering the button and not feeling the expected vibration or activation; restarting the pump via the mobile app was advised, and the user was instructed to capture a video during recurrence. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a key/button unresponsive issue associated with the switch/relay and an identified electrical problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.